Manufacturer narrative:
FDA registration #: mw5099146. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2021. During the procedure, when attempting to place a band, it was noticed that the handle had no audible clicked. However, on the next attempt, three bands fired off at the same time. Reportedly, the device was removed, and another speedband superview super 7 device functioned without difficulty or issue. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
FDA registration #: mw5099146 medical device problem code (B)(4) for the reportable issue of bands prematurely deployed. Investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that handle assembly was returned with the device. It was noted that the tripwire was partially rolled in the handle assembly and was secured in the handle slot when received. A crimp was present on the tripwire. Tripwire was kinked in several locations at proximal section. The suture was intact, and it was attached to the distal loop of the tripwire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The ligator head was not returned for analysis. The reported event was not confirmed. Upon analysis, the trip wire was found kinked in the proximal section. This could have occurred during manipulation of the device during initial set up when removing slack from the device or while turning the handle assembly during procedure. For this reason, the cause of trip wire kinked/bent will be concluded as adverse event related to procedure. Based on all gathered information and the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2021. During the procedure, when attempting to place a band, it was noticed that the handle had no audible clicked. However, on the next attempt, three bands fired off at the same time. Reportedly, the device was removed, and another speedband superview super 7 device functioned without difficulty or issue. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.